Manufacturer narrative:
E1 facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an ultrasound examination, a black foreign material emerged from the biopsy channel of the bronchovideoscope, into the patient's body near the bronchial region. The black foreign material was retrieved successfully and the procedure was completed. There were no further reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h3 and h6 the device was returned to olympus for inspection and the reported failure was not confirmed. The investigation could not confirm the actual foreign material. There are no component analysis results as the logistics team was conducting a stocktaking, so it's possible that the package was mistakenly disposed of during that process. Therefore, the foreign material has not been handed over to the investigator during the investigation, so it could not be confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water tightness was not maintained due to pinhole in the biopsy channel. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: since leakage occurred due to perforation of the biopsy channel, we presume that when withdrawing the endo therapy accessories from the endoscope with its tip open or protruding from the sheath, or when inserting or removing the endo therapy accessories, syringes, etc., forcing insertion by tilting the endo therapy accessories relative to the product, or inserting it abruptly, can applied impact stress to the biopsy valve. This may cause the biopsy valve to be damaged, potentially leading to the occurrence of the event. ·it was confirmed from photos that the foreign object was black. ·since the foreign material was not received, there are no component analysis results. Inspection of the channel interior with an ultra-thin scope revealed multiple scratches where foreign materials could get caught. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.